Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported that the handpiece was overheating. There was no patient or staff impact.

Manufacturer narrative:
Analysis found that the customer's reported complaint of excessive heat could not be verified. The drill was not running due to motor failure, therefore temperature test was not performed. The device was scrapped. If information is provided in the future, a supplemental report will be issued.